Manufacturer narrative:
Event date updated in b tab. Initial reported information updated in e tab. Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, the reported defect of needle retraction failure is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identify the root cause. For the reported defect of tip adhesion / bonded to needle, since no issues found in DHR review, an exact root cause could not be determined. We would be very interested in examining product that does not meet your expectations and our quality standards.

Event description:
Event date updated to unknown.

Manufacturer narrative:
Additional information of fa#.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder. Nj used as the state as a placeholder. The facility name is unknown.

Event description:
It was reported that bd insyte autog bc wing needle did not retract properly. The following information was provided by the initial reporter: qty: 2 cs reason: defective. Per customer, ¿won't retract correctly. 5 dec started about 3 weeks ago but was notified about a week ago. Nothing major, but at times when it did retract, it would remove the catheter from the vein, and they would have to reinsert the catheter again. (Inconvenient for patients) we don't have specific dates, just a verbal statement from staff about the catheter with that lot# which we purchased 2 cases.